Event description:
The surgeon reported identifying opacification with an akreos iol. Topical treatment and yag laser was conducted 6-8 months post cataract surgery to resolve cystoid macular edema (cme). Additional info has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.